Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-703a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface, and indication of slight melting on output window; the outer flow tubing exhibits minor scratch marks, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: first fiber: 349, 848 joules were used and 38 minutes were expended. The fiber tip (cap) was not cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph procedure, it was observed that the fiber was "end firing." The fiber was exchange and the procedure was completed with a second fiber. There was no injury to the patient reported.